Event description:
A discordant high immulite 2500 troponin result was obtained with one (1) patient sample. The laboratory questioned the result since it did not match the results from the previous draw (run on a non-siemens system. The lab then repeated the sample on two different immulite systems and the non-siemens system to confirm. All repeats on the immulite systems gave positive results, while the non-siemens system gave negative results - which matched the patient's clinical picture. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discordant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.